Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿I had to have them removed due to getting sick and they were leaking. They are the ones that were recalled." Device has been explanted.